Event description:
Reportable based upon additional information received on (B)(4) 2011. It was reported that during a stenting treatment procedure, a catheter kinked. However, additional information received indicated that a stent dislodgement occurred. The lesion was located in the left circumflex artery. A 3.5x28mm promus element stent was being advanced to the lesion when the shaft kinked. The device was removed and the stent dislodged outside of the patient. The procedure was completed with another promus element stent. No patient complications occurred. Patient status is listed as stable. This device is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - a visual and microscopic examination identified a break in the hypotube 810mm distal to the catheter strain relief. A small section of the outer remained intact on return, however upon examination, the outer tore completely. There were kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive tensile force having been applied to the shaft. The stent was not returned. The balloon was found to have the stent impression on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. Solidified contrast media and blood were present within the entire length of the inflation lumen, therefore indicating the device had been used prepped and used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)